Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the site did a system controller exchange. The site suspected some kind of fracture near the white or black connections as they had been taped up a while ago and the system controller would alarm about the voltage. The modular cable was also returned to abbott with no information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate modular cable was returned following the system controller exchange. The returned modular cable was evaluated and functioned as intended throughout testing. The modular cable was connected to the returned controller and successfully supported the mock circulatory loop without any issues or atypical alarms. The downloaded log files did not indicate an issue with the modular cable. The reported event could not be correlated to an issue with the returned modular cable. The device history records were reviewed and the records reveal that the heartmate modular cable was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.